Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic during follow up. The ICD exhibited post paced t-wave oversensing. Programming changes were made. The patient was fine after the event.